Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt's mother reported that the pump has lost power on 2 separate occasions within (B)(6). The pt's mother stated that the first occurrence occurred when the pt was in school. The pt noticed there was no backlight, no audible tones or visual coming from the pump. The pt tested with an elevated blood glucose of 308 mg/dl; however, did not have symptoms of nausea, vomiting, shortness of breath and confirmed was negative for ketones. The pt's reported blood glucose readings do not meet animas' criteria for a serious injury. The pump powered back on after the pump's battery was removed and reinserted. The pt's mother claimed that the pump powered back on with the default date/time. Once date/time settings were confirmed the pt took a correction with the pump and her blood glucose went down to 100 mg/dl range. The second time the alleged issue occurred was (B)(6) prior to animas being contacted. The pt was at home when she saw there was no power to pump. The reporter stated they rebooted pump and default date and time came up. The reporter confirmed the pt did not have a blood glucose excursion. At the time of troubleshooting, the reporter claimed that the battery cap has been replaced once since the pump was purchased in (B)(6) 2009. The pt's mother confirmed that the battery cap was secure and the spring was in good condition. The reporter denied that the pump had any cracks near battery compartment and the threads were not stripped on either the battery cap or pump. The pt's mother claimed that she replaced the pump's battery; however, the issue remained unresolved.